Event description:
Asr revision; asr xl; right. Reason(s) for revision: alval / soft tissue reaction / pain / noise.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, right, reason(s) for revision: alval / soft tissue reaction / pain / noise. Correction added 28th april 214, original information received 2nd april 2014. Construct type and common name amended for taper sleeve. Manufacturing date added for stem update received 6th august 2014. Hospital name amended. Kid number added and status changed to "legal". Update 9 sep 2014 - rec'd and attached legal letter, patient's name, dob, additional reason for revision (pseudo tumor), patient's address, surgeon's first name, sex, age.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.